Manufacturer narrative:
Physio-control evaluated the device and verified the reported issue as the battery was in a very low state of charge. After additional investigation it has been concluded that the likely cause of the reported issue was due to increased electrical contact resistance of the battery connector contacts. The increased electrical contact resistance has been attributed to movement of the mating contacts caused by device storage in a high vibration environment, such as a fire truck or emergency vehicle, which can cause the gold plating on the contact surfaces to wear through and expose the base nickel and copper layers. Corrosion or oxidation build up on the exposed base nickel and copper layers could then cause increased contact resistance and may lead to intermittent electrical connection to one or more of the battery contacts which could cause the device to intermittently lose power.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A distributor contacted physio-control to report that the device from one of their customers had depleted its battery prematurely and would not power on. The device had logged several event codes into its memory. There was no patient use associated with the event.